Manufacturer narrative:
It was observed in the device button log that the charge button was "pressed" numerous times repeatedly when the device charged. Therefore, the root cause of the reported issue is likely a stuck charge button. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that they were taking the blood pressure of the patient when their device charged energy unexpectedly and got stuck in this state for approx. 5 minutes. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed. The reported issue was verified. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that they were taking the blood pressure of the patient when their device charged energy unexpectedly and got stuck in this state for approx. 5 minutes. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.